Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited insulation damage and possible conductor fracture secondary to clavicular crush as visualized through chest x-ray. All measurements were within range, though a slow gradual decrease of the rv pacing impedance was noted. Boston scientific technical services (ts) suggested measures to test the lead while checking impedance and the electrogram (egm) for noise. Additional information was received indicating the physician scheduled the patient for a revision procedure in the near future and that they would be followed closely until that time. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
A revision procedure has been scheduled in the future. This report will be updated should additional details be received.